Event description:
The facility reported an infusion pump with failure code 500:320:654:0000. The event was reported to have occurred prior to use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the customer reported failure code 500:320:654:0000 was confirmed in the event history and attributed to an inoperative pump head module keypad. The keypad was determined to be defective and it was replaced to fix the problem. The pump was returned to the customer fully operational. This issue is being investigated.